Manufacturer narrative:
Date received by manufacturer: 05apr2019. Date of report: 24jun2019. The manufacturer's service technician performed remote troubleshooting with the customer. The customer was advised to replace the touchscreen. The manufacturer's field service engineer later went onsite to the customer's facility and confirmed that the touchscreen was unresponsive. The fse replaced the touchscreen, foot kit, front panel, top cover and front bezel. The fse also completed preventative maintenance and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Phone number not provided. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's service technician performed remote troubleshooting with the customer. The customer was advised to replace the touchscreen. Event date not specified, estimate used.